Event description:
It was reported that the surgeon inserted an icm 120v4 12.0mm implantable collamer lens in 2006. The lens was explanted the next twelve days, due to excessive vaulting. The pt experienced elevated intraocular pressure and an iridectomy was performed. The lens was replaced with a shorter lens.